Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The motherboard was replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. UDI # (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit shuts down on its own resulting in a loss of mechanical ventilation. There was no report of patient injury.

Manufacturer narrative:
Per engineering review, the system logs indicate a communications loss between the display and the chassis. The display would go blank and alarm. The machine is designed to continue ventilation at the last user settings if this situation should occur. This was not a reportable malfunction. Per engineering review, the system logs indicate a communications loss between the display and the chassis. The display would go blank and alarm. The machine is designed to continue ventilation at the last user settings if this situation should occur. This was not a reportable malfunction.